Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's parent reported via telephone call that the insulin pump alarmed for no delivery only one time out of four times that there had been a bent cannula on the infusion set. The insulin pump alarmed during a bolus. The blood glucose reading was 514 mg/dl. The customer was treated with manual injection. The parent reported that the issue had been resolved with a complete set change and was unable to troubleshoot for the issue. The parent was advised to call back with a tubing clamp if the issue persisted, so that a high pressure test could be run.